Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between 06/08/2026 and 06/11/2026. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient began experiencing symptoms consistent with hyperglycemia, including muscle aches, lightheadedness/dizziness, increased thirst, and dehydration. The patient went to a pharmacy to obtain supplies and inserted a sensor. At that time, the cgm was displaying glucose readings in the 300 mg/dl range. By 06/08/2026, the patient's symptoms had worsened, and she began experiencing vomiting. The cgm was displaying approximately 305 mg/dl, while a fsbg showed 430 mg/dl. The patient self-administered 5.5 units of insulin but reported that her glucose levels did not improve. Due to the persistence of symptoms and elevated glucose levels, her husband transported her to the emergency department (ed). Upon arrival at the ed, the patient reported that her blood glucose remained elevated; however, she could not recall the exact fsbg value. At that time, the cgm was displaying glucose readings in the 200 mg/dl range. The patient was treated with IV insulin and fluids and was diagnosed with diabetic ketoacidosis (dka). The patient remained hospitalized for approximately 1.5 days and was discharged thereafter. She reported that her blood glucose remained somewhat elevated at the time of discharge, although no specific values were available. At the time of the report, the patient stated that her cgm readings were approximately 80¿90 mg/dl lower than her actual blood glucose values. The patient stated that she was feeling somewhat better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.